Event description:
Reportable based on device analysis completed on 11-apr-2023. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified common iliac artery. An 8.0x40x135 cm express ld vascular stent was advanced but failed to cross the lesion. The device was removed and the procedure was competed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed that the stent was damaged.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: an express ld device was received for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent positioned in the correct location on the balloon. The sixth stent strut on the proximal region was noted to be lifted. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. This concludes the product analysis.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: an express ld device was received for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent positioned in the correct location on the balloon. The sixth stent strut on the proximal region was noted to be lifted. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 11-apr-2023. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified common iliac artery. An 8.0x40x135 cm express ld vascular stent was advanced but failed to cross the lesion. The device was removed and the procedure was competed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed that the stent was damaged.